Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted on (B)(6) 2011; 693575 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at end of life and scheduled for change out that day. It was noted that there were high right atrial (ra) lead thresholds and oversensing of p-waves. Furthermore there was variable atrial impedances identified. The ra lead remains in use. No patient complications have been reported as a result of this event.